Manufacturer narrative:
Device passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose at time of call was 406 mg/dl. Customer treated high blood glucose with insulin injection. During troubleshooting, customer was assisted in performing the high pressure test, the test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.